Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. The down key was not providing haptic feedback. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors of the external pulse generator (epg) were broken. The epg has been returned for repair. There was no patient involvement.